Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4). Investigation summary: the nine photos were received by bd for evaluation. A quality engineer was able to review the photos of a discardit 2ml with 25gx1 needle from lot #1184817 regarding item # 302438 with the reported complaint of multiple defects (black spot, foreign particles, marking defects, double needles, and hair particles) in the syringe. The investigating team has used the retention samples lot #1184817 regarding item # 302438 for investigating the reported defect. The investigation and simulation were carried out on retention samples where the investigating team has visually tested the samples for multiple defects (black spot, foreign particles, marking defects, double needles, and hair particles) in syringe and no defect in syringe was found in the retention samples. The investigation was also carried out on the photograph as well. The photograph confirms the reported defect in the syringe. The investigating team has requested for the defective samples to be returned for a thorough investigation and finding the root cause, to have a proper corrective and preventive actions. An investigating team member will also visit the customers storage facility for helping resolve these issues. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that 4112 bd discardit¿ syringes had black spots. The following information was provided by the initial reporter: 12270 units found to be defective with black spot, foreign particles, and hair particles.